Event description:
The shaft of the veriflex stent delivery system broke into two pieces outside of body while trying to advance across vessel. Able to retrieve both pieces intact without difficulty and no adverse event occurred. There was no injury to the patient. No further information is available.